Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found on panel side a the pt access window zipper slider body is open. The back side window has a 2 inch tear in the netting. Panel side b lower left leg elastic is torn. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent, open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).

Event description:
Customer reported that there is a hole in the mattress envelope on the top portion hole inside canopy which was identified during set up and there was no pt incident or injury reported.